Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 420cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation. A healthcare professional stated that right-sided deflation was suspected on (B)(6) 2020. The patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile prostheses (catalog #: 3503420, right serial #: (B)(4)) on (B)(6) 2020. Upon explantation, the deflation was confirmed.

Manufacturer narrative:
On 13-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual examination of the sample, a tear was observed on the posterior aspect measuring approximately 0.2 cm. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet: "do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture". According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken when the stylet is inserted through the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears, and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed. Manufacturer's reference number: (B)(4).